Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device dependent patient presented for device change out procedure. During procedure, the new pulse generator was placed and exhibited loss of output. The physician quickly disconnected and removed the device and implanted a new one successfully. The patient was in good condition prior and post operation.